Event description:
It was reported that during a hand assisted nephrectomy procedure, the device ripped at the top. Used a new one to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.